Event description:
It was reported that during a coronary artery drug eluting stenting procedure, stent strut damage occurred. The severely calcified 80% stenotic lesion being treated was located in the tortuous left circumflex (lcx) artery. Upon insertion of the 3.0mm x 32mm taxus liberte drug-eluting stent, significant resistance was encountered and stent strut damage occurred. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the proximal struts were misaligned. The damage found on the proximal end was measured using a snap gauge at approximately 1.33mm. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause is determined to be operational context, due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure, performance was limited. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution.